Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that they experience high blood glucose level of 410 mg/dl. Troubleshooting was performed and the customer was advised to run a manual bolus in order to get blood sugar down. Customer also reports sensor error. The customer did not change the sensor, but tried again to start it and sensor error again. The sensor will not be returned for analysis.